Event description:
During an initial implant procedure, increased capture threshold which resulted in loss of capture (loc) and poor sensing which resulted in no sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.